Event description:
Pump was reported to overinfuse. Pump was set to infuse a 500ml bag of heparin at a rate of 28ml/hr. The entire bag infused in 3 hrs and 20 minutes. No medical intervention was needed and no pt injury resulted.